Manufacturer narrative:
G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion and myocardial infarction are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the patient presented with a 15 day history of paroxysmal anterior cardiac chest pain and the procedure was performed to treat a lesion in the mid left anterior descending coronary artery with 90% stenosis. A 3.50 x 38 mm xience xpedition stent was successfully implanted and the patient was discharged on (B)(6) 2014. On (B)(6) 2019 the patient was readmitted with a myocardial infarction. It was confirmed that the patient had been compliant with dual anti-platelet therapy. The stent was noted to be blocked [occluded] and an additional two unspecified stents were implanted. Post procedure the patient was reported to have improved and was discharged. No additional information was provided.